Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the pump was losing time from several minutes to 10 minutes. The pt claimed she reprogrammed the pump's time and the next day, the pump's time would be 10 minutes slower compared to a computer clock. The pt denied suffering from any injuries from the reported issue.